Event description:
Complainant alleged that the medics responded to a call for a pt. When the medics arrived on scene the pt's spouse was performing mouth to mouth respiration on the pt as pt sat in a chair. The medics moved the pt to the floor and checked pt's vital signs. The pt was not breathing, apneic, cyanotic and was pulseless. Electrodes were attached to the pt and an oral airway was placed to begin ventilating with a bvm. With their zoll 1600 defibrillator/pacemaker in automatic external defibrillator mode, the medics analyzed the pt's heart rhythm, and determined that the pt was in cardiac arrest. The device advised shock. The pt was shocked once at 200 joules and a second time at 300 joules. The device recommended "no shock advised" after the device's third analysis. At this point the device was turned to manual mode. CPR was then performed on the pt, and pt was intubated and was medicated. The pt then presented pulseless electrical activity (pea) with an idioventricular rhythm (ivr), and was given additional medication. The pt then presented an asystole rhythm and was then paced at 80ppm and 60ma, and the medics gained good pt heart rhythm capture. The pt was given lidocaine by IV and the pulse was rechecked. The pt was pulseless and again was presenting a pea ivr rhythm and CPR was performed. CPR was continued as the pt was transferred to a cot and into the ambulance. Upon arrival at the hosp emergency room, the pt "was in and out of ventricular fibrillation". The pt was defibrillated four to six times in the hosp emergency room, using the same electrodes as those applied to the pt in the field. Upon delivery of the last shock to the pt, an arc was observed, causing a small hole on the outside of the sternum pad, near the center of the electrode. The pads were removed from the pt and the additional shocks were administered by use of the device paddles. Chest compressions were then performed "for about thirty-five minutes, until the pt was pronounced dead". When the electrodes were removed from the pt, a small burn mark on the pt was observed.